Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for 22 days due to the event. Treatment was not reported. Patient outcome was not reported. On an unknown date, pd therapy was discontinued and the patient's catheter was removed and the patient is temporary doing hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.